Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection and erosion. Reportedly, the pacemaker and wire stuck out of the chest. There were no additional adverse patient effects reported. The ra lead remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).